Manufacturer narrative:
An event of hemolysis was reported following the off-label use of the aso device to correct the leaflet perforation identified following the mitraclip procedure. The results of the investigation are inconclusive since the aso device was not returned for analysis. Based on the information received from the field, the cause of the reported incident could not be conclusively determined; however the reported hemolysis is secondary to patient condition following the procedure to address the mitral regurgitation.

Event description:
The following article information was obtained from ¿bail-out use of the amplatzer septal occluder for treatment of acute iatrogenic leaflet perforation during the mitraclip procedure in a patient with functional mitral regurgitation.¿ on an unknown date, a (B)(6)-year-old patient was implanted with a 11mm amplatzer septal occluder (aso) for the treatment of acute iatrogenic leaflet perforation. After the implantation of two mitraclips for mitral regurgitation, mitral leaflet perforation was observed so a 11mm aso was implanted to cover the residual mitral regurgitation after the physicians had learned about a reported novel procedure using the amplatzer duct occluder ii or amplatzer vascular plug for residual mr after mitraclip implantation. After deployment of the 11mm aso, the grade of mitral regurgitation was substantially reduced, but the 11mm aso was in a suboptimal position. Hemodynamic parameters were stabilized and the patient was extubated, but severe hemolysis was observed post procedure, requiring massive blood transfusions to the patient. The transthoracic echo showed a stable position of both clips and aso with the coexistence of moderate mitral regurgitation. Despite the treatment with intravenous fluids and bicarbonates, on the second day continuous venovenous hemofiltration was necessary as the subject developed acute renal failure with anuria as a complication of severe hemolysis. The team elected to perform a high-risk mitral valve replacement with a 29mm hancock ii valve. After mvr, the patient was extubated but required extracorporeal membrane oxygenation support for the hemodynamic instability that was unresponsive to the high doses of ionotropic drugs. Despite the intensive therapy, the signs of multi-organ failure were worsening and on the ninth day after surgery, the patient died. The implanters hoped that the relatively large retention discs of the 11 mm aso would cover the ruptured part of the leaflet and fix the large iatrogenic mr; however, the procedure was complicated by permanent massive intravascular hemolysis that led to acute renal failure and eventually the decision of rescue surgery. Intravascular hemolysis is a common complication following placement of intracardiac devices. The authors believe that the thicker struts of the aso device as compared to ado and its suboptimal position at the anterior leaflet are the only possible explanations for the huge hemolysis that developed. Doi: https://doi.org/10.5114/aic.2018.78336.